Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in-clinic follow-up, the device was found to have entered telemetry lockout due to excessive bluetooth low energy (ble) telemetry usage. Ble telemetry could not be restored via device interrogation and the device later could no longer be interrogated via ble telemetry. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of inability to communicate via bluetooth low energy (ble) telemetry was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event. The patient was in stable condition.